Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving clonidine, concentration 155 mcg/ml at a dose of 60 mcg/day and morphine (unknown), concentration 24 mg/ml at a dose of 9.294 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back syndrome - other. It was reported that a motor stall was seen at initial interrogation, and the patient did not recently have an MRI (magnetic resonance imaging). It was reported that logs revealed a motor stall occurred and motor stall (active) on (B)(6) 2017 and no recovery. It was reported that the patient presented at the emergency room on (B)(6) 2017 with altered mental status, passing out events, sleep apnea history and "seizure-like activity," and the patient was admitted. It was reported that the patient was going down for MRI and the pump was being programmed to minimum rate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported a motor stall/pump failure that resulted in withdrawal, pain, hospitalization, and surgery. It was noted the system was explanted in 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2018, a healthcare professional (hcp) called in requesting the pump off password. The hcp was assisted with the programming to permanently stop the pump. No further complications were reported/anticipated.